Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed six conforming clips and three clips with gap as the clip snapped towards the tissue stop. In addition the device locked out as intended. No difficulties to fire were noted during the analysis. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a lap sigmoidectomy, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.